Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing disconnecting could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 19123153 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 19123153. It was reported that the tubing disconnected at upper pump segment juncture. "We had bd alaris IV tubing, set up on a patient today and threaded through the pump when it disconnected at the juncture of the upper pump segment. This segment is the piece of the tubing that loads into the pump (the soft, pliable piece of the tubing)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 19123153. It was reported that the tubing disconnected at upper pump segment juncture. "We had bd alaris IV tubing, set up on a patient today and threaded through the pump when it disconnected at the juncture of the upper pump segment. This segment is the piece of the tubing that loads into the pump (the soft, pliable piece of the tubing)."